Event description:
It was reported that a patient underwent a gastrointestinal surgical procedure on (B)(6) 2011 and a reservoir was placed. On the same day in the intensive care unit, the surgeon found that the anti-reflux valve had broken and had fallen down into the reservoir. The surgeon exchanged it for another product which worked normally. There was no adverse patient consequences.

Manufacturer narrative:
Results: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The anti reflux valve was detached. Conclusion: the device was received in a condition which does not meet specification.

Manufacturer narrative:
Date sent to the FDA: 04/19/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.